Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as 2-3 ml of bluish reagent leaking near the blood sampling valve (bsv) of the instrument. The leak was not contained within the instrument. The customer reported that samples were repeated on a backup analyzer and the results appeared to correlate. There were no instrument generated error messages reported in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a pinhole in the tubing through port 7 of the blood sampling valve (bsv). Port 7 routes sample to the wbc (white blood cell) bath for analysis. The fse replaced the tubing to resolve the issue. The repairs were verified per established procedures. (B)(4).